Manufacturer narrative:
H10: four (4) actual samples were received for evaluation with a circled mark on the alleged location of the particulate matter. Unaided visual inspection was performed which observed foreign matter inside the primary packaging of the all samples. Additional magnified inspection verified loose foreign matter inside the primary packaging only in two (2) of the samples and a dark spot was verified on the tubing of two (2) of the samples. The reported condition was verified. The cause of the reported condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles were observed in four vented high-volume inlets. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.